Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, a patient sustained a wound beneath the patch identified congruent with a thermal injury. The patient is healing fine at this time without additional intervention.